Event description:
Vial adapter spike tip didn't pierce the vial rubber stopper, spike isn't strong enough to pierce the stopper [device issue] the spikes broke off in one of our boxes and partly stuck in the stopper, which had some concern about pieces of the plastic spike going inside the vial [device breakage] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns product complaint of device issue, device breakage and no adverse event in patient (age, gender and race not reported) from the united states. The patient's age at the time of event experienced was not reported. On 20-may-2026 amneal pharmaceuticals received information from other reporter via a voicemail concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. Additional significant follow-up (#1) was received on 21-may-2026 from patient via voicemail and telephonic call. New information included: patient¿s email address, product details (ndc number) and narrative updated accordingly. On an unknown date, the patient was being treated with risperidone for extended-release injectable suspension, 50 mg per vial injection (ndc: 70121-2628-5, lot number, expiry date, serial number were not reported) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. It was reported that they had some issues in their psych departments with the nurses trying to administer the amneal with 50 milligrams extended-release injectable suspension. They had a couple of defective boxes where for one of them, the vial adapter spike tip didn't pierce the vial rubber stopper. The spikes broke off in one of the boxes and partly stuck in the stopper, which had some concern about pieces of the plastic spike going inside the vial and then the second box the vial adapter spike didn't pierce the stopper and had bent which made it unusable so it seems like the nurses were thinking that the spike isn't strong enough to pierce the stopper so anyway the reporter wanted to know what were the options could be, because, they had quite a few issues then. Last action taken with risperidone in relation to device issue, device breakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue, device breakage and no adverse event was unknown. The reporter did not provide the causality of events device issue, device breakage and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.